Event description:
It was reported that the insulin pump had an error alarm and insulin squirted out during the manual prime process. Advised the caller to revert to back up plan. The customer's blood glucose reading was 500s mg/dl. The mother stated that the cannula was bent, and the customer has treated high glucose level. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk. The insulin pump had a missing end cap sticker.